Event description:
A CPAP device was returned for a routine repair. Upon repair evaluation, it was discovered that there was an exposed prong still attached to the power cord which is an accessory to the CPAP device. There was no patient harm.